Manufacturer narrative:
Patient codes: 1888 labeled 2104 labeled. Device codes: 1069 labeled 1212 labeled. Internal file number - (B)(4). Corrections: date of event. Initial reporter. MFR site reg#. Patient code 2199 removed, device code 3190 removed. Evaluation summary: the device was returned for analysis. The reported guide break was confirmed. Entrapment of the device could not be replicated in a testing environment as it was based on operational circumstances. In this case, excessive downward force likely contributed to the guide break which resulted in the foot remaining open and contributed to entrapment of the device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. The patient effects are potential adverse events. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported that suture placement in the right groin vein was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a pulmonary thrombectomy procedure. Reportedly, bleeding/hemorrhage was noticed. The proglide became stuck in the anatomy and separated, yet stayed intact between the guide tube and guide due to the actuator wire. The vessel was incised in an attempt to remove the device; however, surgical intervention was required. Vessel damage was noted and repaired with surgical suturing. There was a reported clinically significant delay in the procedure and therapy. Hospitalization was prolonged. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using a proglide device after an unknown procedure. Reportedly, an unknown device failure occurred. The method used to achieve hemostasis was not reported. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.